Manufacturer narrative:
The green stapler reload has not been returned to intuitive surgical, inc. (Isi) for failure analysis evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be if additional information is received. The stapler 45 instrument involved with this complaint has been returned to isi for failure analysis investigation. Investigation was unable to duplicate the customer reported failure mode. The stapler 45 instrument was installed on an in-house is4000 system and there was no noise heard coming from the instrument. The instrument was fired on an in-house test strip and there were no issues noted. Isi has conducted a device history record (DHR) review for the stapler 45 instrument and did not find any non-conformances that were related to the reported event. Review of the site's system logs for the reported procedure date found that the instrument with a green reload installed had 6 incomplete clamps prior to a successful clamp. The logs show that the subsequent fire was successful. The peak firing torque recorded was below the maximum fire torque limit. It was concluded, that the relatively high number of incomplete clamps that preceded the firing sequence is indicative that the target tissue was too thick and/or dense, thus causing the improper staple formation observed by the site. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted sleeve gastrectomy procedure, after firing across a patient's stomach tissue with the stapler 45 instrument with a green stapler reload installed, it was observed that many of the staples were not correctly formed. Allegedly, the surgeon used a replacement stapler 45 instrument and green reload to resolve the stapling issue. At this time the root cause of the improper staple formation is unknown; however, it is believed that the target tissue may have been too thick and/or dense, which likely prevented the staples from forming properly. The instruments and accessories user manual specifically states: warnings: - do not use the stapler 45 green reloads on any tissue that can be easily compressed to less than 2.0 mm in thickness, or on any tissue that cannot comfortably compress to 2.0 mm - always inspect the tissue thickness and select an appropriate stapler 45 reload before application of a staple line using the stapler 45 instrument - always include the combined thickness of the tissue and of any staple line reinforcement material in use when choosing the proper stapler 45 reload - improper reload color selection (staple size) can result in over-compression or under-compression of tissue and improper staple formation. - pre-preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range for the selected staple size. Careful consideration should be given to pre-surgical treatment the patient may have undergone.

Event description:
It was reported that during a da vinci assisted sleeve gastrectomy procedure, during the surgeon's use of the stapler 45 instrument with a green stapler reload installed, the surgeon made multiple attempts to clamp unspecified tissue. After finally achieving a good clamp, the surgeon fired the stapler 45 instrument. During the firing sequence, a noise was heard coming from the instrument and after completion of the fire, it was observed that many of the staples did not correctly close and the staple line was not secure. Reportedly, the surgeon swapped to a replacement stapler 45 instrument to complete the planned surgical procedure. No patient harm, adverse outcome or injury was reported. On 04/28/2016 intuitive surgical, inc. (Isi) obtained additional information regarding the reported event from the isi clinical sales representative. According to the csr, the surgeon told him that he was using the stapler 45 instrument to clamp across the patient's stomach tissue and that he (surgeon) chose the green stapler reload due to the tissue thickness. The surgeon does not believe that the target tissue was too thick and that he (surgeon) was initially going to use a gold stapler reload of an unspecified manufacturer. There were no intra-operative complications experienced by the patient due to the incorrect staple formation. The site installed a replacement stapler 45 instrument with a green reload to resolve the reported issue. The surgeon told the csr that the patient did not experience any post-operative leaks or other post operative complications due to the reported stapling issue.